Manufacturer narrative:
Additional information: d11, h6 (evaluation method codes), h7, h9. Correction: d11 omit 8015 (after further review, the device is a suspect). Correction on failure investigation conclusion. The customer¿s reported complaint of an error disconnect alarm during an infusion of norepinephrine and vasopressin was confirmed. Based on the logs, the channel disconnect event occurred at 1:59 am on (B)(6) 2020. The channel disconnect was attributed to a communication loss between the pcu and the source pump module. At the time of the event, the two affected pumps continued to infuse during the channel disconnect/ communication loss since the system is designed where the pump will continue to infuse until the units are physically removed from the system. Results from the iui test method suspect the pcu male iui connector to have caused the channel disconnect based on the amount of contamination and rib damage observed. Several contributing factors can be associated to the failure including contamination, damaged ribs, and corrosion on the iui connector. The proximate cause of the customer¿s experience with a disconnect error alarm was attributed to a channel disconnect/ communication loss event suspected to have been caused by a failed male iui connector on the pcu. It is suspected that the pcu male iui connector failed as a result of contamination, corrosion, and several crushed ribs. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 10/21/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/29/2020 and indicated that this device has been returned to service. On 03/06/2019, the unit was returned for air in line failure. The issue was addressed by replacing the air in line assembly. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported at approximately 0150, the registered nurse (rn) hung a new bag of norepinephrine using the alaris pump channel c at the same rate at which the medication was previously running, 3mcg/min. In channel d, vasopressin was running at 0.04 units/min. Approximately, 5-8 minutes later, the pc unit alarmed with an "error disconnect" message and channels c and d began to alarm with red and green lights. The rn attempted to turn off the channels but the channels were unresponsive and the rates on the screen did not change and continued to blink red and green silently. During these few seconds, the patient's blood pressure increased significantly with systolic blood pressure (sbp) up to the 190s. At this time, the rn clamped and disconnected both the lines from the patient and disconnected the channels. The channels and the pc unit were replaced. The medications were titrated to correct mean arterial pressure (map) per order. The patient's blood pressure was corrected. It was also noted that there was a noticeable amount of medication left from each bag, the exact amount is unknown. The patient was closely monitored.

Manufacturer narrative:
The proximate cause of the customer¿s experience with a disconnect error alarm was attributed to a channel disconnect/ communication loss event suspected to have been caused by a failed male iui connector on the pcu. It is suspected that the pcu male iui connector failed as a result of contamination, corrosion, and several crushed ribs. Results from the iui test method could not replicate the channel error to determine definitively which of the iui connectors produced the failure. However, an examination of the pcu male iui connector, with the use of enhanced magnification identified significant amounts of contamination, green corrosion and crushed ribs suspected to have contributed to the reported event. Proper iui connector inspection and cleaning practices should be followed as instructed by the alaris user manual. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green corrosion or cracks are identified. Iui covers are available to protect from contamination which can lead to corrosion. Device history review: review of the pcu service history record showed the device had a manufacture date of 03/06/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/29/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Although requested, patient demographics not provided.

Event description:
It was reported at approximately 0150, the registered nurse (rn) hung a new bag of norepinephrine using the alaris pump channel c at the same rate at which the medication was previously running, 3mcg/min. In channel d, vasopressin was running at 0.04 units/min. Approximately, 5-8 minutes later, the pc unit alarmed with an "error disconnect" message and channels c and d began to alarm with red and green lights. The rn attempted to turn off the channels but the channels were unresponsive and the rates on the screen did not change and continued to blink red and green silently. During these few seconds, the patient's blood pressure increased significantly with systolic blood pressure (sbp) up to the 190s. At this time, the rn clamped and disconnected both the lines from the patient and disconnected the channels. The channels and the pc unit were replaced. The medications were titrated to correct mean arterial pressure (map) per order. The patient's blood pressure was corrected. It was also noted that there was a noticeable amount of medication left from each bag, the exact amount is unknown. The patient was closely monitored.